Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The external leak was visually observed on the header of the dialyzer. Estimated blood loss was 2500cc's. No medical intervention was required. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.